Manufacturer narrative:
(B)(4). Batch # r5c320. Device analysis: the analysis results found that the ntlc75 device was received with no apparent damage and with a cartridge reload present. The reload was received fully loaded with staples and with the swing tab in the locked position. The returned cartridge reload swing tab was reset in order to fire the device. The device and returned cartridge were tested for functionality and fired without any difficulties. The staple line and cut line were complete and the staples were noted to have the proper shape. This condition is consistent with an improper loading technique. When loading the cartridge in the device, make sure the cartridge is inside the channel track and the proper loading technique. Please refer instructions for use. A manufacturing record evaluation was performed for the finished device batch number, and no non-conformances were identified.

Manufacturer narrative:
(B)(4). Batch # unk. Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. A manufacturing record evaluation was performed for the finished device lot number t4053u, and no non-conformances were identified. Attempts are being made to obtain the following information. To date no response has been provided. If further details are received at a later date a supplemental medwatch will be sent. When the ¿slider broke", did the firing knob break off of the device? If yes, did any piece or pieces of the firing knob fall into the patient? If yes, were they removed? Will they be returning with the devices for analysis? Or were they disposed of? It was reported there was a delay in the procedure. How long was the procedure prolonged (minutes, hours)? Was there any patient consequence as a result of the procedure being prolonged? Did the device deliver a cut line? How was the device removed from the patient¿s tissue? How was the procedure completed? Was there any patient consequence or change in the post-operative care of the patient as a result of the event?

Event description:
It was reported that during an unknown procedure, the device did not staple. The slider broke, so the device was blocked on the patient¿s tissue. Delay of the procedure. Use of another device to complete the procedure.